Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation of a sample mismatch for two patients tested with the accu-chek inform ii meter + rf. At 11:36 am: patient a's ID (ID: (B)(6) was correctly scanned. The patient was tested, and the meter result was 9.3 mmol/l. This result was correctly transmitted to the patient's point-of-care (poc) information system and the laboratory information system (lis) chart. At 11:39 am: patient b's ID (ID: (B)(6) was correctly scanned. The patient was tested, and the meter result was 6.7 mmol/l. The customer noted that patient b's result of 6.7 mmol/l did not transmit correctly to the poc information system or the lis. Instead, this result was found within patient a's meter record, alongside patient a's own result of 9.3 mmol/l.